Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to urethral atrophy. Significant scarring was observed. No fluid loss in system. All the components were removed and replaced with a new aus system. No information about the patient's outcome was provided. Additional information received. The patient was also experiencing leaking. The previous aus was not working.

Manufacturer narrative:
E1 and h6 updated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to urethral atrophy. Significant scarring was observed. No fluid loss in system. All the components were removed and replaced with a new aus system. No information about the patient's outcome was provided. Additional information received. The patient was also experiencing leaking. The previous aus was not working.